Event description:
A customer reported that an abo discrepancy occurred on one patient sample on galileo echo (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The alignment was optimal and calibration settings were within specifications. Qc reacted as expected. Upon review of the group screen assay, negative results were generated by the echo for the anti-a and anti-b reagents. The cells visually appeared negative. Positive results were generated for the a1 and b reference cells (4+ and 3+ respectively). The cells visually appeared positive as expected. An additional sample was tested and was also interpreted as type o, rh positive. Upon review of the confirmation assay, negative results were obtained for the anti-a and anti-b reagents. The cells visually appeared negative. Type o, rh positive results were obtained. Repeat testing also resulted in an interpretation of type o, rh positive. The sample was again tested on the confirmation assay and type a, rh positive results were obtained. A positive (4+) reaction was obtained with the anti-a reagent. The test well visually appeared positive and appeared to contain a bubble in the test well. A review of the color check images indicated that plasma was added to the wells. An immucor field service engineer verified the instrument parameters concerning the abo discrepancy. All parameters were within specifications. The system was tested and operated within specifications with no additional discrepancies observed. The unexpected reactivity possibly due to user error by prematurely removing and then reinserting sample racks, causing incorrect sample identifiers to be assigned.